Event description:
It was reported that the electrogram of the implantable cardiac monitor (icm) device showed a noisy signal with oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Tachy episode recorded on 2015 (B)(6) had apparent noise seen on the egm. (B)(4).